Event description:
Experienced strike through in the seam area of a gown. This gown does not have extended sleeve reinforcements. Technical services reviewed and suggested the use of an alternate gown for such extremely wet procedures.